Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer reported that the blood glucose level was 200 mg/dl. The customer¿s blood glucose level was 476 mg/dl. The customer was treated with pump. It was reported that the customer had no delivery on the insulin pump. The customer reported that the insulin exited during priming. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.